Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement procedure due to the device was not functioning. The device had a leak due to perforation during surgery. All components were removed and replaced. A full recovery is expected for the patient.